Manufacturer narrative:
(B)(4). If explanted give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by the account that the haptic got stuck behind the optic and it was confirmed the issue was noticed after the lens had been inserted into the eye. The lens was implanted successfully and there is no patient injury or delay in surgery reported.

Manufacturer narrative:
Additional information: the preloaded insertion system injector is no longer available for investigation as it was discarded by the account. Device evaluation: a manufacturing record review was performed. The manufacturing process record (po) was evaluated and the lenses were manufactured within specifications. The units were released according to specification. No additional complaints for this production order number were received and there is no indication of a product quality deficiency. In addition the directions for use (dfu) were reviewed. The dfu adequately provides the customer with information on precautions and proper device usage. All pertinent information available to abbott medical optics has been submitted.